Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt had a pump exchange due to suspected thrombosis. The manufacturer later received additional info from (B)(4) registry indicating that the pt had elevated lactate dehydrogenase (ldh) that day and worsening hemoglobin at 6.7. Plasma hemoglobin 35 with pt showing a decline in both functional status as well as his fluid status.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(4) registry. Note: the event date was reported on this user facility report as (B)(6) 2013; however, the hospital reported to the manufacturer that (B)(4) was replaced on (B)(6) 2013. The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.